Event description:
It was reported the usb (universal serial bus) port on the side is broken. It was also reported the programmer turns off every 10 -15 minutes. The programmer was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the usb (universal serial bus) port on the side was found broken and the pins were pushed against the wall of the connector. After less than 10 minutes the programmer shut off. When pins were pulled away from the wall of the connector the programmer stayed powered up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.